Event description:
Related manufacturer reference number: 2017865-2022-09547. It was reported that the patient presented for an implant procedure. Prior to the procedure, it was noted that the right atrial - ra lead exhibited noise reversion due to noise, while the right ventricular - rv lead exhibited increasing capture thresholds. The ra and rv lead were capped and replaced on (B)(6) 2022. The patient was in stable condition.